Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient revised for impinging on metal liner/cup causing pain and high metal debris. Doi (B)(6) 2007, dor (B)(6) 2011 (right hip). Update rec'd (2/18/2014) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort and difficulty ambulating. There is no new additional information that would affect the outcome of the investigation. Update 2/16/16, 2/23/16, 2/24/16, & 3/7/2016 medical records received. Medical records reviewed for MDR reportability. Femoral stem is being added to complaint for elevated metal ions greater than 7 parts per billion.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. A review of the device manufacturing records (DHR) was already performed as part of this investigation. Please see the attached associated complaint for those results. Per nr-0134037 a medical record review is not required for this complaint record. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot null. Device history batch null. Device history review null.

Event description:
New etq record created in order to update etq (legacy sysytem) complaint number (B)(4). Reason for original complaint.- patient revised for impinging on metal liner/cup causing pain and high metal debris. Doi 2/14/07 dor 8/30/11 (right hip) update rec'd (B)(6)/2013- pfs and medical records received. Revision operative notes indicate metallosis, malpositioned cup, osteolysis, and elevated metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6)2014. Update rec'd (B)(6)2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort and difficulty ambulating. There is no new additional information that would affect the outcome of the investigation. The complaint was updated on: (B)(6)2014 update (B)(6)2016, (B)(6)2016, (B)(6)2016, & (B)(6)2016 medical records received. Medical records reviewed for MDR reportability. Femoral stem is being added to complaint for elevated metal ions greater than 7 parts per billion. The complaint was updated on: (B)(6)2016. Update (B)(6)2016, 3/17/16, 3/25/16 medical records received. Medical recrords reviewed for MDR reportability. Medical records reported patient had a pseudomonas infection and osteomyelitis of the pubic symphysis not related to hip implant and leg length discrepancy with right greater than left. There is no new additional information that would affect the existing investigation. The complaint was updated on: (B)(6)2016 update(B)(6)16 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: (B)(6)2016 update (B)(6)2018: com-036068 was reopened under pc-000442839 due to the receipt of ppf and sticker sheets. Ppf has no new allegation. Added new lawyer and law firm. Doi: (B)(6)2007 - dor: (B)(6)2011 (right hip)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.